Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump did not alarm no delivery after multiple set changes. The customer reported high blood glucose of 327 mg/dl at the time of call. The customer reported that she does not remember how often she change infusion sets. Troubleshooting was not performed at the time of call. The customer was advised to call back to run the high pressure test. The insulin pump will not be returned for analysis.